Event description:
The customer recently had a patient who obtained a skull laceration while the pins were in use. The surgeon requested not to use them anymore. They have pulled the item from the shelf and are not using them anymore.  Additional information was obtained after speaking with the customer on (B)(6) 2012.  The patient suffered a lacerated scalp and required stitches.  There was no additional injury or intervention required for the patient.  The patient is currently in good condition.  The skull pins have been discarded and are not available for evaluation.

Manufacturer narrative:
(B)(4). No instrument was received for evaluation. The lot code cannot be determined without sample, and no lot code was reported. Without the actual sample, we are unable to evaluate the product and assign a root cause for your complaint. Without the lot code, it is not possible to review the product document package specific to that batch of parts. Without more information on how the pins were used (were they installed correctly, was the proper force applied), if the pin slipped, the head slipped or something else occurred to create the laceration on the patients head, a root cause can not be determined. A historical complaint review was conducted with this being the only issue on record for this product code. No corrective actions taken at this time.